Event description:
Skin infection from dexcom; my son is a type 1 diabetic. He wears medical equipment that attaches with adhesives. We use alcohol and cavilon skin barrier to try and protect his skin from the adhesives. He has reactions from the adhesives and we have to change sites more frequently than most. On (B)(6) 2021 his blood sugars became hard to control. I thought he was getting sick. On (B)(6) 2021 he was showing no signs of illness besides high blood sugars so I decided to change out all his equipment to make sure nothing was wrong. Under his dexcom cgm g6 sensor was a big red oozing infection. I called his doctor, sent photos and he ended up on oral and topical antibiotics. I have called dexcom about the changes in their adhesives without anything more than some people have reactions and stating that there are protective steps I can take with skin barriers. While we have reactions every time, this one caused significantly more issues. Not to mention the issues of my (B)(6) year old with celiac disease on antibiotics for 10 days. FDA safety report ID# (B)(4).